Event description:
A report was received from a user facility in (B)(6) stating a burr on the trocar caused difficult entry. Additional info received states there was no pt injury and the wound sealed nicely.

Manufacturer narrative:
The device has not been received for eval. A supplemental report will be submitted when the eval is complete. Report 1 of 2.